Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. Device evaluation anticipated, but not yet begun.

Event description:
During checkout, it was noted that unit had a "bad cart". No further explanation provided. There was no reported patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The caster baseplate was replaced to resolve the reported issue.